Event description:
It is reported that the top blew off the first bone cement injector cartridge when the bone cement was centrifuged. The back end of the second bone cement injector cartridge broke while inserting the bone cement into the femur. The bone cement was partially in the canal. The top blew off the third bone cement injector cartridge. The implant was inserted and removed; however, the bone cement had hardened in the canal. A smaller stem was requested and implanted without any problems.

Event description:
It is reported that the top blew off the first bone cement injector cartridge when the bone cement was centrifuged. The back end of the second bone cement injector cartridge broke while inserting the bone cement into the femur. The bone cement was partially in the canal. The top blew off the third bone cement injector cartridge. The implant was inserted and removed; however, the bone cement had hardened in the canal. A smaller stem was requested and implanted without any problems.